Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable of the remote monitor was taped up by the hospital and now the cable had heated and blown off the tape. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.